Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of return meter, the result was 1.2¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 59/58 mg/dl, for level high were 254/247 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. According to importer's report, patient was using incompatible test strips with his prodigy meter, which contributed to the incorrect test results.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 1:00 - 2:00pm after the end user alleged that he received higher than normal blood glucose readings from his prodigy diabetes meter. It was determined that the end user was using incompatible test strips with his prodigy meter. The end user was found unresponsive accompanied with a blood glucose reading of 258 mg/dl. The paramedics were called and upon their arrival they performed a blood glucose test with their meter and the result was 28 mg/dl. They also performed a blood glucose test with his prodigy diabetes meter but the end user could not recall the result. Treatment was administered by the paramedics and the end user could not recall as to what was given. It was also determined that the end user did not require transport to the ER. No additional details were provided in regards to this medical event.